Manufacturer narrative:
Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the touchscreen to address the reported issue. The touchscreen was recalibrated and tested ok.

Event description:
The customer reported that the touchscreen was not responding. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09nov2018. Date received by manufacturer: 07nov2018. The touchscreen was returned to philips for evaluation. The customer's complaint was confirmed. The touchscreen was out of tolerance.